Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2021-39230. Related manufacturer reference number: 2017865-2021-39231. It was reported that a patient presented in-clinic. Prior examination of the patient's device pocket revealed an infection of the skin, indicating a system infection. The entire system was explanted on (B)(6) 2021. A culture was taken on (B)(6) 2021. The patient was stable throughout and no additional patient consequences were reported.